Event description:
The account alleged the bed exit alarm is not functioning. No pt impact.

Manufacturer narrative:
The account replaced the bed exit buzzer power control board and bed exit buzzer cable to resolve the issue.